Event description:
Information received indicates the bed has no functions working.

Manufacturer narrative:
The technician replaced the power control module, transformer and bridge rectifier to repair the bed.